Event description:
Pt had a tecnis z-9000 intraocular lens (diopter 21.0) implanted in the left eye. 3 days later they developed acute endophthalmitis. They have not identified a cause, however a culture tested positive for gram-negative bacteria. The pt was treated with cipro 750 mg twice daily, tobramycin 14 mg/ml 1 drop in the left eye every 2-3 hours while awake, amphotericin 0.5% 1 drop in the left eye every three hours, and cefazolin 100 mg/ml 1 drop in the left eye every three hours while awake. The pt is being seen in the office on a daily basis. 3 days later the pt is improving. The lens remains implanted.